Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient woke up this morning with pain in the back right around the stimulator and thought maybe they slept wrong but it hurt for hours and then they looked at the incision which all red and the ins is closer to the surface of the skin almost as if patient's body is rejecting it. Troubleshooting was unable to be performed and recommended patient contact managing physician as soon as possible to evaluate symptoms. The patient was redirected to their healthcare provider to further address the issue. Information omitted pertained to related (B)(4) lack of effect.